Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0q95v, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was fine when he left the hospital and over the weekend the symptoms returned. The patient was not feeling stimulation and changed the program and felt stimulation. Since the patient got home, his diet had changed and was drinking more fluids. It was stated that the patient¿s stimulation was at 1.7v and he turned it up to 3.8v but the patient stated that he left the hospital with stimulation 2.2v on program 2. The patient got home and felt fine during the week but noticed the stimulation was not there and his bowels reflected it. The patient said the patient programmer was now on program 1 and 2.0v and was feeling some stimulation; stimulation program 3 at 2.1, program4 at 2.1. The patient had an appointment with the health care professional in a month from the time of the report. It was also reported that the patient turned stimulation up when he was in the hospital and felt it jolt and ¿moved it back down a 10th¿. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient had an appointment on (B)(6) 2015 and would receive assistance from the physician or manufacturing representative.